Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007 due to an increased risk of deep vein thrombosis due to surgery . Plaintiff alleges tilt, vena cava perforation and the device is unable to be retrieved, anxiety and depression.an additional unknown filter was reported to have been placed on (B)(6) 2007 due to increased risk of dvt post surgery. The plaintiff alleges unsuccessful attempts to retrieve the filter on (B)(6) 2007 due to alleged filter dysfunction and tilt/endothelial in growth. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tilt, embedded, limbs extend beyond ivc wall, vena cava perforation, unable to retrieve, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. It is unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product problem, serious injury to malfunction, implant date is (B)(6) 2007. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/17/2017 as follows: patient received an implant on (B)(6) 2007 via the internal jugular vein due to risk of deep vein thrombosis from surgery and contraindication to anti coagulation (note: just before cook tulip filter was placed, in the same procedure, a filter from an unknown manufacturer was removed from the patient. The unknown device was allegedly placed (B)(6) 2007. It was removed because it was outside the recommended retrieval window of 21 days.) Patient experiences tilt, embedded, limbs of filter extend beyond ivc wall, vena cava perforation, and device is unable to be retrieved; patient is alleging anxiety and depression. Retrieval was attempted on (B)(6) 2007 and (B)(6) 2007.